Event description:
Pt presented in december 2006 with tinnitus in the right ear which was somewhat worse when lying down. The symptoms lessened when pt stopped taking seroquel but could not determine if the iniitus was entirely related to the medication. The pt was further treated by turning off the right brain electrode for 1 weeks during which time there was a reduction in tinnitus but worsened parkinsonian symptoms. The pt underwent a revision of the right brain electrode in march 2006. The tinnitus has ceased and the pt has recovered without sequela. The device was explanted but not returned to the manufacturer for analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary baa045462v distal conductor fractured; partial lead in segments returned.